Manufacturer narrative:
Investigation results. Visual examination of the returned device found the balloon was torn longitudinally. No defects were noted to the catheter of the device. The functional test was not preformed as the balloon was torn longitudinally. The condition of the returned incident device is consistent with the report of inflation issues however the reported leak was not confirmed as the balloon was found to be torn longitudinally, indicating the balloon burst . The root caused of this complaint is operational context as this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) preformed on a (B)(6) old male patient, weighing (B)(6). According to the complaint, during the procedure, the balloon was inserted into the esophagus and inflated, however the balloon began to leak and would not inflate to the third size. It was confirmed that the balloon did not burst and there were no sharp objects in the area of dilatation. It was reported the procedure was able to be completed with this cre balloon dilatation catheter. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed the balloon to be torn longitudinally, indicating the balloon burst which is contrary to what was initially reported, therefore this is now a MDR reportable event.